Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow-up emdr.

Event description:
Initial assessment identified an increased intraperitoneal volume (iipv) event was found in the therapy logs: occurrence date (B)(6) 2010 / cycle 5 / uf (ultrafiltration) volume 1735 milliliters (ml). The probable cause identified was insufficient drain; one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Product surveillance followed up on (B)(6) 2010 with the nurse and provided the results of evaluation to the nurse and the probable cause identified. The nurse reported that the patient was doing fine with therapy with no reported issues. No patient injury or medical intervention was reported.